Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a broken reservoir tube lip, a minor scratched lcd window, a missing end cap sticker, a broken belt clip slot, a cracked case reservoir tube window corner, and broken battery tube threads.

Event description:
The customer called to report that the reservoir compartment and battery compartment were cracked. The customer's blood glucose level was unknown. The customer stated she believed the device was dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.